Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2014 the in situ testing started indicating some abnormal results. In (B)(6) 2015, there were 5 channels with high impedance status. However, patient's parents reported that the child could hear and they did not see a difference in response. According to his mother, the patient hits his head with his fist because of behavioral problems. The reliability of testing is not good since the child has autism and attention is very poor. Since the patient was still performing well it was decided to continue to monitor the patient. Per new information received, the patient is now unable to hear with the left ear. Patient is to be re-implanted but no date for surgery has been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
In (B)(6) 2014 the in-situ testing started indicating some abnormal results. In (B)(6) 2015, there were 5 channels with high impedance status. However, patient's parents reported that the child could hear and they did not see a difference in response. According to his mother, the patient hits his head with his fist because of behavioral problems. Since the patient was still performing well it was decided to continue to monitor the patient. Per new information received, the patient is now unable to hear with the left ear.